Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the puncture head was found disconnected with the casing prior to use. The device was not used in the patient. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The cannula was disengaged from the seal housing with lug damage that is consistent with counterclockwise twisting of the cannula. The connection site of the seal housing and the cannula displayed material deformation which indicates proper assembly. The condition of the instrument precludes functional testing. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.